Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was over 600 mg/dl and was treated in the emergency room (ER) with intravenous insulin and fluids. After a few hours, the customer left the ER in stable condition with a bg in the range of 300s mg/dl. The contact reported that the customer had not been managing the bg level sufficiently and did not correct when needed.